Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2013, an aortic valve replacement was performed and this 29 mm sjm trifecta valve was implanted. On (B)(6) 2017, the valve was explanted due to a torn leaflet along the length of one stent post. A 29 mm tissue valve from another manufacturer was implanted. The patient was reported to be stable post procedure.

Manufacturer narrative:
The results of this investigation concluded all three leaflets contained tears. No acute inflammation or significant calcifications were present in the valve. A review of the device history record showed the device met specifications prior to leaving abbott manufacturing facilities. There was no evidence found to suggest the cause of the tears were due to an intrinsic defect in the valve, as supported by review of the valve's device history record and the analysis performed. The cause of the reported event remains unknown.